Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Noise oversensing was recorded with the subject pacemaker implanted with two beflex leads. After extraction of the whole pacing system on (B)(6) 2020, insulation defects where reportedly observed on both leads.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Noise oversensing was recorded with the subject pacemaker implanted with two beflex leads. After extraction of the whole pacing system on (B)(6) 2020, insulation defects where reportedly observed on both leads.